Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) and right ventricular (rv) leads had dislodged. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.